Event description:
During cardiopulmonary bypass procedure, a central monitor of the heart lung console went white. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.